Event description:
Customer reported hospitalization due to heart problems and high blood glucose. The paramedics were called and transported customer to hospital. The blood glucose reading at the time of the event was 312 mg/dl and one hour later it increased to 556 mg/dl. Diagnosed diabetes ketoacidosis. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.